Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to bacterial infection. Reportedly, the patient was admitted due to bacteremia and endocarditis. The caller informed that the system will be extracted and then to wean down the pacemaker therapy to check if the patient has the functional heart rhythm. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The rv lead was explanted.